Event description:
Reportedly, after applying both ta-instrument on the tissue successfully, handles locked after firing and the surgeon cut between both staple lines. After removing one of both ta-instrument they realized that no staples were applied on tissue. They had to suture the tissue manually and increase the anesthesia time for the pt. After the intervention the surgeon had another look and was able to fire the instrument during a test outside the sterile field. Procedure: colostomy.